Manufacturer narrative:
(B)(4). A device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported various spectrum pumps have had issues with free flowing occuring. Any patient involvement, injury or medical intervention is unknown.